Event description:
It was reported that the lesion was located in the proximal right coronary artery (rca) with mild tortuousity and heavily calcification. The 4.0 x 15 mm xience stent failed to cross the lesion and another 4.0 x 15 mm xience was successfully implanted. No adverse patient effects were reported. No additional information was provided. Returned device analysis noted that the hypotube was separated. Additional information was received stating that resistance was encountered with the guiding catheter during removal of the device and that the proximal shaft separated inside the guide catheter as the system was being withdrawn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An analysis of the returned device confirmed a shaft separation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database was performed and revealed no other incidents reported for resistance or shaft separation for this lot. Based on the available information reviewed, there is no evidence to suggest a product deficiency.